Event description:
During the endoscopy, the physician attempted to apply an endo clip to the mucosa. The clip attached to the mucosa but would not release from the delivery device. The clip was removed by the physician from the mucosa, then the clip fell off of the delivery device.